Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device produced irregular thickness. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. The customer returned a meshgraft ii device for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this meshgraft ii one time. The last repair was (B)(6) 2010 where it was reported that the device needed repair with no reason given and the handle, damaged hardware, roller, and cutter were replaced. This is not a related issue. Initial qa inspection of the meshgraft ii revealed that the calibration was within specification and the device produced a passing test mesh. The cutter, roller, side plates, and gears were all damaged. Repair of the meshgraft ii was performed by zimmer biomet surgical which included replacement of the cutter, roller, worn side plates, gears, and repaired the ratchet. The meshgraft ii was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during the initial inspection it was noted that the calibration was within specification and the device produced a passing test mesh. The reported event was unconfirmed since during the initial inspection it was noted that the calibration was within specification and the device produced a passing test mesh. Hence, a root cause cannot be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The meshgraft ii was repaired, tested and returned to the customer.